Event description:
Customer reported a circumferential red rash like area with itching located under the white tape collar of product. It is reported that product has been in use since (B)(6) 2012.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. It is reported that end-user cleanses peristomal skin with (B)(4) sensitive soap; smith and nephew adhesive, but does not always wash off with soap and water. It is reported that end-user also uses 3m cavilon no-sting protective barrier wipes to peristomal skin. It is reported that customer has been cutting the white tape collar off of her skin barrier, and redness has improved 5-70 percent since she started cutting the white tape collar off of the skin barrier 2-3 weeks ago. It is reported that end-user has been applying duoderm extra thin and then securing the wafer with tape on top of the duoderm extra thin dressing size 6"x6". End-user stated that she is almost out of the duoderm extra thin dressing so she applied tegaderm 3m to the affected site as well as a 1% hydrocortisone cream followed by either the duoderm extra thin dressing or tegaderm as instructed by her ostomy nurse who said that she may have dermatitis end-user stated that she has tried using stomahesive powder followed by 3m cavilon no sting but area did not improve so she discontinued using sh powder. Lastly, end-user was provided instructions on proper skin care cleansing techniques with a soap that does not contain lotions; moisturizers or creams, and if the area does not improve to notify convatec for add'l instructions. A durahesive skin barrier without tape collar and convex insert was recommended. No add'l patient/event details have been provided to date. A return sample for evaluation is not expected. Should add'l info become available, a f/u report will be submitted.

Manufacturer narrative:
The product associated with batch 3a03701 was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).